Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported by (B)(6) that two motor devices would move to the left by themselves during use. It was not reported if this event occurred during a surgical procedure. It was reported if there was a delay in a surgical procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch report that the date of event, date of the report, and date received by manufacturer was mar 10, 2017. Information received from the affiliate stated that the correct date was nov 28, 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.